Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal gastrectomy, the surgeon was able to press the green button but could not squeeze the handle. Hence, the stapler did not fire while detaching the stomach. Another handle was used to complete the case. There was no patient injury.